Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found no defects on the balloon and tip sections of the device. An examination of this device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. An examination found that there were various hypotube kinks along the length of the unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x16mm promus premier¿ stent was selected and advanced to treat the lesion; however, the device was unable to cross the target lesion. When the device was removed, the stent came off the delivery system and was unable to be located. The physician claimed that the device fell out the patient's body. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent dislodgement occurred. A 3.00x16mm promus premier¿ stent was selected and advanced to treat the lesion; however, the device was unable to cross the target lesion. When the device was removed, the stent came off the delivery system and was unable to be located. The physician claimed that the device fell out the patient's body. No patient complications were reported and the patient's status was fine.